Event description:
It was reported to nuvectra that the patient experienced a hematoma and lead migration. The patient's dog jumped on her back at the location of the stimulator site, undoing the sutures. Subsequently, the patient requested the stimulator to be explanted. Impedances were performed with no device issues.